Event description:
It was reported that an endotracheal intubation was performed without difficulty using a videolaryngoscope. A fiberoptic bronchoscopy was used to confirm correct endotracheal tube position and identified a posterior tracheal wall injury below the carina. The procedure was cancelled due to the injury. There was no reported patient outcome.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.